Event description:
A customer experienced an issue with their mobi pump due to recurring occlusion alarms, which persisted even during basal delivery. The customer's blood glucose level was not adversely impacted. To address the issue, technical support decided to replace the pump, and the customer planned to use a backup pump until the replacement arrived.